Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, customer attempted to reload the cartridge (235 units of insulin within the cartridge) and received a minimum fill notification. The customer loaded a new cartridge successfully; however, noted that the insulin gauge remained static. Blood glucose was 269 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.